Event description:
Reporter indicated a patient underwent generator replacement surgery for normal end of service in 2007 in which intraoperative vns systems diagnostics tests were normal. The following month, high impedance was noted during a routine office visit. The lead was replaced two weeks later. The explanted lead has not been returned. No serious injury was reported in conjuction with the high impedance event.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.